Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2318700. Model: sc-2318-70. Serial: (B)(6). Batch: 5005093. UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator lead incision site had opened weeks after the procedure. No further information has been obtained.